Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.1, lab: 6.0. Tests performed within 30 minutes of each other. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.